Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the patient 9 days later, and obtained the following information. The patient reported that she contacted lfs because she felt the subject meter gave an inaccurate high reading (not erratic), which might have contributed to a hypoglycemic event. Sometime in 2009 at approximately 11:45am, the patient stated she tested her blood glucose because she began to feel a little dizzy and nauseous. She claimed that she normally associates these symptoms with a low blood glucose; however, when she tested she obtained a reading of "559 mg/dl" with the subject meter. Despite her feelings, the patient reported that she administered 20 units of humalog insulin as a result of the reading. Approximately 1 1/2 hours later, the patient stated that she began to feel very hot, sweaty and became incoherent. The patient stated that her daughter immediately gave her orange juice to drink and then tested her blood glucose with the subject meter. The patient stated that her blood glucose was "57 mg/dl" at the time she was receiving treatment. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.